Manufacturer narrative:
The reported event could be confirmed only based on the x-rays sent. Additional information was not provided despite multiple attempts. More detailed information about the complaint event such as the date and circumstances of initial implantation must be available in order to determine the root cause of the complaint event. However, with the available information, a partial evaluation was performed. Based on the x-rays sent, the clinical opinion of stryker¿s medical expert about this case states: "apart from the dislocation (later confirmed in the revision as a breakage) of the inlay, the preoperative x-ray seem to show a loosening of the tibial metal component (mainly lateral) and maybe of the posterior part of the talar component. Obviously (the surgery report is also missing), the loosening was only radiologically, but not clinically and the components were left inside the patient. A new inlay was inserted. It seems as if the height of the new inlay was greater, than in the first operation, but we do not know without the surgery reports. Without information on the dates, however, one cannot assess, whether the loosening was more or less likely. From the information provided I cannot say more." A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
A patient with a star ankle requires revision. The revision took place due to a suspected broken polyethylene component. Revision was performed on the 25th as scheduled, and the polyethylene component was found to be broken in half, and it was removed. A new polyethylene component was implanted.

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device evaluated by MFR: device was discarded.

Event description:
A patient with a star ankle requires revision. The revision took place due to a suspected broken polyethylene component. Revision was performed on the 25th as scheduled, and the polyethylene component was found to be broken in half, and it was removed. A new polyethylene component was implanted.